Event description:
It was reported that the right ventricular (rv) lead threshold was unstable and rv lead noise showed on the electrogram (ECG) with pocket manipulation. It was also reported that during the case to replace the rv lead, when the rv lead was connected to the device, on ECG the device was pacing for a few beats then intermittently loss of capture (loc) was observed; there was sensing difficulty and the device stopped pacing for a few beats. The rv lead and device were removed and replaced with a new lead and device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant product: product 5086mri implantable pacing lead, (B)(6) 2011. (B)(4).